Manufacturer narrative:
On (B)(6) 2016, a tandem clinical diabetes specialist was to be meeting with the customer to work towards a resolution. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (approximately 350 mg/dl) with a trace of ketones. A bolus of insulin and insulin injections were used to address the high bg. The contact and customer thought that the high bgs were related to the pump. The bg level would be in target range during basal delivery; however, after a food/correction bolus was delivered, the bg level would not respond and elevate or stay elevated above target range. The customer reverted to insulin injections to manage diabetes.